Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted, however, the lead's helix was no longer functioning after being repositioned several times for more optimal measurements as there were poor electrical measurements. Another rv lead was implanted. This lead is expected to be returned for analysis. No adverse patient effects were reported. Additional information received indicates that the lead had low amplitudes at the time of the event. No adverse patient effects were reported.